Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and low battery but then the insulin pump shut off. The display came back on after changing the battery. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. In the alarm history several low reservoir, off no power, motor error, no delivery, and low battery alarms were found. The no delivery alarm was resolved with a complete set change. The customer was hospitalized twice due to high blood glucose levels. The customer was hospitalized on (B)(6) 2015 due to a blood glucose level of 18.9 mmol/l and 19.9 mmol/l. The customer was treated with IV at the hospital and with the insulin pump prior to hospitalization. The customer was wearing the insulin pump at the time of the emergency room visits. The customer had a diabetic ketoacidosis on their second hospitalization. The device was not returned.